Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR's # 1225714-2013-02192, 02193.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on or about (B)(6), 2006 after the use of the product.